Event description:
It was reported that a spectrum iq infusion pump failed to recognize closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "does not recognize closed door." Was not reproduced. A review of event history log revealed occurrence of multiple door jammed messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose upper auxiliary mechanism screw. The mechanism requires reinstallation to address this issue. Should additional relevant information become available, a supplemental report will be submitted.